Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricular assist device (lvad) patient was admitted inpatient and registered 0.0 for flow. The patient was hemodynamically stable, no lactate, had normal kidney function with mean arterial pressures (maps) in the 60s, and was not on any vasopressors or inotropes. The patient had a cardiac computed tomography angiography (cta) that revealed their outflow cannula was patent. There was no damage to the driveline. The system controller was exchanged to the backup system controller and there was no change to the 0.0 flow. The patient had an echocardiogram done and the site planned to perform a vad-o-gram in the catheterization laboratory. Auscultation of the pump revealed normal pump sounds and they were able to hear the artificial pulse "just fine". The site reported that the pump was "definitely spinning". The site was not able to identify a cause of the zero flow readings but presumed it may have been due to thrombus that eventually dislodged and freed from the inflow cannula. The patient remained hemodynamically stable and suffered no neurological sequelae after the flow spontaneously returned. The patient was supported in the hospital briefly with vasopressors for soft blood pressures. The log files were submitted for review to tech services (ts). Following review of the files, it appeared on (B)(6) 2024, around 0:41:43, there were low flow estimates as well as sustained low flow hazard events. The flow was reported at 0 liters per minute (lpm). Ts recommended that the site examine the inflow cannula and the vad circuit for presence of an obstruction. Additional log files were submitted for review on 26 aug 2024 as the patient began to regain flow around 00:01 and then by 03:30 had a flow of 4 lpm. Following review of the additional log files by ts, it appeared the system controller file showed flow ranging from 0.0 to 4.2 lpm. The pump files appeared to capture abnormal rotor displacement and noise levels. 10-minute interval data was also provided by the site on 26 aug 2024. During that time period, the site increased the speed to 6000 rpm with echocardiogram. Following review of the log files, it appeared to ts that there were no low flow events and the pump rotor noise/displacement had stabilized. The patient was discharged home on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms associated with flow values as low as 0 liters per minute (lpm). Although a specific cause could not be conclusively determined through this evaluation, based on previous complaint experience, the log file events appeared to be consistent with a foreign material being ingested into the pump, contacting the rotor, and passing through the pump. The submitted controller event log files captured a continuous low flow hazard alarm from (B)(6)2024 through approximately 01:31 on (B)(6)2024, with estimated flow recorded at 0 lpm for the majority of the time. This alarm resolved as flow increased slightly to the low flow threshold of 2.5 lpm; however, intermittent low flow alarms were captured until approximately 03:08 on (B)(6)2024. During these events, lvad faults associated with motor instability and harmonic compensation, as well as increases in motor power were observed. The lvad event log files also confirmed increases in rotor noise values with rotor noise faults. The events ultimately resolved, with flow, motor power, and rotor noise all returning to the patient's baseline. The observed events are consistent with a material, such as thrombus, passing through the pump. Despite these events, the device appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6)2024 when they ultimately expired (MFR# 2916596-2024-52669). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 "patient care and management", lists thromboembolism as a potential late postimplant complication. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.